Manufacturer narrative:
The reported field event of crosstalk was confirmed in the laboratory. The device was tested on the bench and crosstalk was observed. The device was tested using automated test equipment and no anomalies were found. The crosstalk was lost during analysis and could not be reproduced. The cause of the cross talk could not be determined. (B)(4).

Event description:
It was reported that crosstalk was observed on the device during implant. Device was exchanged. Patient was stable post-procedure.